Event description:
The customer reported the device failed the shock test. There is no report or indication of pt involvement in this complaint.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.